Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed and drain hose tested positive for blood. The machine alarmed. Estimated blood loss was 200 cc's. The pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.